Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned unit was visually inspected under microscope. Found electrode and ceramic still attached on the tip. It was observed heavy scratch marks on lumen and the heat shrink was damaged on the side of the probe tip. The heavy scratch marks on the lumen indicates the probe was used aggressively and rubbed to a hard object that caused the insulation to get damaged. Wear marks, burnt stains and left over tissue residue on the electrode were observed on the probe tip. Additional information was received confirming that nothing left inside the patient. No functional test was performed due to the reported failure mode. As part of the investigation the unit was connected to the e-prom reader box to read the activation history, according to the history the unit was activated 41 instances (the box can read and store maximum of 41 instances). The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub.

Event description:
It was reported that during a right shoulder arthroscopy there was a detachment of the isolating tip of the probe during the procedure. No adverse consequences. Replacement was available and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a right shoulder arthroscopy there was a detachment of the isolating tip of the probe during the procedure. No adverse consequences. Replacement was available and the procedure was completed successfully.